Manufacturer narrative:
Additional information received by smiths on 29-jun-2021 via email: failure found during routine preventative maintenance testing, no patient was involved. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and verified. Testing was performed, the device was found to be alarming "cassette not attached properly" message when latched. Event history log was reviewed and the error was found multiple times. It was determined that the downstream occlusion sensor was inoperable so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion test. It is unknown if there was a patient, or clinician injury associated with this occurrence.